Event description:
The external analyzer was found reading 21% with the ventilator set at 40%. Discovered when the clinician caring for the patient noted that the patient's oxygen saturation did not respond as anticipated with an increase in fio2. The vent was immediately discontinued from use and secured for review.